Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, product type: lead. Product ID: 97791, lot#: n642967, product type: accessory. Product ID: 39565, serial#: (B)(4), product type: lead. Product ID: 97791, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable lead. It was reported that the rep anchored a 5-6-5 configuration lead and electrode 8-15 had high impedances. The rep disconnected and wiped off the lead and ran the impedance test again. The result was a high impedance again. The rep swapped tails and used a different lead and impedance was good. The lead had high impedance out of box. No symptoms reported. The lead was returned and the medical representative reported high impedances on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, product type: lead. Product ID: 97791, lot# n642967, product type: accessory. Product ID: 39565, serial# (B)(4), product type: lead. Product ID: 97791, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.